Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown, information was requested but not provided. Section d6b: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded, monofocal intraocular lens was associated with a refractive surprise and inaccurate astigmatism correction following implantation. The event occurred after the lens was implanted, with no reported patient harm. Additional information received on may 07, 2026 indicated that the lens was explanted. It was reported that the intraocular lens was discarded as the account was not aware that the lens needed to be retained for investigation. No further information was provided.